Manufacturer narrative:
Concomitant medical products: product ID: (B)(4), lot# serial#(B)(4), implanted: explanted: product type recharger product ID: (B)(4), lot#, serial# (B)(4), implanted: , explanted: , product type, product ID: (B)(4), lot# , serial# (B)(4), implanted: , explanted: , product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) regarding an external device. It was reported that the pt had been seeing screen 70 when trying to charge which indicated the batteries need to be replaced, however the pt was using the li battery. The rep then went on to say that since the pt received their pt controller, they have noticed the back panel never completely closed. It was unclear if this was related to battery or controller though caller states the pt's back battery panel is one of the newer versions. An email was sent to repair to replace the controller, recharger (rtm), and the battery pack (bp). No symptoms were reported. Additional information was received. It was reported the patient got the new recharger however patient still got "checking recharger" message. Technical services(ts) recommend disable and re-enable implant to see if the reset will allow recharging. Rep said patient is scheduled for revision on july 12th because patient has lost weight and the neurostimulator slid closer to the spine. Ts told caller that perhaps the positioning of the implant might be the cause of recharging issue. It was noted the rep to meet with patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The rep reported that the issue has been resolved. This information was also confirmed with a physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt reported that they received a new recharger and device. They also had the implant reset. The pt reported that they have lost 75lbs in less than a year.